Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the distal part of the balloon. Microscopic inspection revealed a small pinhole in the balloon surface about 19 mm proximal to the distal x-ray marker. Scratches were observed in close vicinity of the pinhole. It seems likely that the damage of the balloon surface was caused by a hard, sharpedged object such as e.g., anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Event description:
A passeo-35 xeo balloon catheter was selected for treatment of the sfa. The device was positioned at the mid sfa and inflated at np for 3 minutes. The balloon was deflated and pulled back for further inflation at the prox. Segment of the sfa. It was noticed that the balloon could not be inflated with the inflation device. The balloon was removed from patient and a balloon rupture was detected. The balloon was replaced to continue the procedure.